Event description:
The customer reported that during a laparoscopic-assisted hysterectomy the device blade came off the track and was contained within the jaws. There was no pt injury. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.